Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. (B)(4).

Event description:
Lenstec received an email stating that "4 days post operation, the patient was found with serious edema of corneal, deposits in the anterior chamber and aqueous and obvious vaseline-like flash when having a review of the eye." The device remains implanted and the patient was in good condition.